Event description:
It was reported that in early april, the patient applied the product after implant arthroplasty. At the end of april, the patient left from hospital. After that, when the patient come to our hospital as an outpatient, the customer who hadn¿t until then, noticed skin pigmentation at the area where the dressing of product had been in contact with the skin. The picture of this event was attached to the document. The customer asked us if there were a similar event such like that and about the way to resolve skin pigmentation.

Manufacturer narrative:
(B)(4).